Event description:
The customer reported to olympus, the light source did not send a video signal when connected to the scope. The issue was found during preparation for an esophagogastroduodenoscopy procedure. It was not specified whether the procedure was therapeutic or diagnostic. The procedure was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the rear panel was deformed, the rear foot was bent, the power switch required upgrade to a new version, the locking mechanism on the scope socket was not protecting the pins, the lamp life meter was at 420 hours 45 minutes, and the light intensity output measured out of range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.